Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination confirmed the header had been separated from the case. The setscrew was found to be stuck in the up position inside the capture washer. Normal setscrew operation was confirmed once freed from the capture washer. Laboratory evaluation determined the device damage was a result of the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a bone cutter was required to remove the header from this device in order to free the associated electrode. No adverse patient effects were reported.

Manufacturer narrative:
This device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that a bone cutter was required to remove the header from this device in order to free the associated electrode. No adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the completed evaluation of this product. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination confirmed the header had been separated from the case. The setscrew was found to be stuck in the up position inside the capture washer. Normal setscrew operation was confirmed once freed from the capture washer. Laboratory evaluation determined the device damage was a result of the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.